Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2030019 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(6)can meet the qc criteria. We have not found the complaint issue from the retained cassettes. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative

Event description:
False negative result (s). Called in because she received a false negative. She took 3 test back to back to back. 2 were flowflex and 1 was a different brand. The first flowflex test was negative. The second flowflex test and other brand test were positve. The tests were performed correctly and were read at the specified times. Pictures provided. The kits were purchased at cvs. Both flowflex tests are the same lot.

Event description:
False negative result (s). Called in because she received a false negative. She took 3 test back to back to back. 2 were flowflex and 1 was a different brand. The first flowflex test was negative. The second flowflex test and other brand test were positive. The tests were performed correctly and were read at the specified times. Pictures provided. The kits were purchased at cvs. Both flowflex tests are the same lot.